Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a lithium battery problem was not confirmed by baxter service personnel. Quality engineering has reviewed all service information and has determined that a lithium battery low alarm confirms the customer's condition. The root cause of this condition was determined to be a faulty lithium battery. The lithium battery was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a lithium battery problem. According to the facility, it is unknown when or in which care area this problem occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a un-remediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.